Event description:
Subsequent to the initial filed report, it was noted that the guide wire used with the armada 14 was reported as a non-abbott guide wire in the initial report, but is actually an abbott hi-torque winn 80 guide wire. No additional information was noted.

Event description:
It was reported that after advancing a 2.0x120x150 armada 14 catheter over a non-abbott guide wire, into a non-abbott sheath, then to a non-calcified, de novo, 80% stenosed lesion, without resistance, in the proximal to mid anterior tibial vessel, while initially inflating the armada 14, the balloon could not be inflated past 4 atmospheres. A pinhole and leaking of contrast were noted at connection point of armada proximal shaft and the hub. The armada balloon was able to be completely deflated and withdrawn without issue. A 2.5x40 armada followed by a 4.0x40 fox cross, a 5.0x40 fox cross, and a 6.0x40 fox cross were used to complete dilatation, with post-procedure result of 20% lesion stenosis. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: guide wire: winn 80, inflation: boston scientific, sheath: 6fr terumo destination 45cm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis did not confirm the reported inflation issues as the balloon catheter was pressurized to 14 atmospheres and inflated. While inflated at 14 atmospheres during the same returned device analysis, the reported leak in the hub was confirmed. Although a search of the lot history record for this specific lot indicated no related non-conformance records and a query of the complaint-handling database indicated there are no similar incidents reported from this lot for the reported issues, based on an expanded investigation, a product deficiency related to leaks was noted by the manufacturer. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.